Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: h2, h3, h4, h6 the device was not returned to olympus for inspection so the customer's reported issue could not be confirmed based on the similar investigation result in the past, a likely mechanism causing the breakage of the cutting wire might be the following: 1) the device was energized in of these following situations. (A) the cutting wire is in point contact with tissue. Or they were being close to each other. (B) the cutting wire is in point contact with distal end of endoscope. Or they were being close to each other. 2) an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3) the cutting wire was broken. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use lumen sphincterotome cutting wire was poor with breakage. The issue occurred during sedation for an unknown therapeutic procedure. There were no reports of patient harm.